Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to an infection at the implant site. It was also reported that the electrode array had migrated out of the cochlea. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report. This report is filed (B)(4) 2014. The device is currently unavailable.

Manufacturer narrative:
This report is filed october 16th, 2014.